Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia and critical pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer was treated with IV insulin drip (intravenous insulin infusion). The blood glucose value was 360 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed and customer was able to clear the alarm and unable to complete rewind. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self test, active current measurement and sleep current measurement. Unable to perform the dat, displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 14-may-2025, there is no suspends recorded in the formatted history file. However, pump error 130 alarm and pump error 43 alarm was noted. On the event date of 14-may-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 11750 (1.175 u) and dailytotalofbolusinsulindelivered = 22500 (2.25 u) which is equal to the dailytotalofallinsulindelivered = 34250 (3.425 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 14-may-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2025 20:28:58.000, (B)(6) 2025 20:58:59.000, (B)(6) 2025 21:33:57.000, (B)(6) 2025 02:28:59.000, (B)(6) 2025 02:38:00.000, (B)(6) 2025 10:28:59.000, (B)(6) 2025 10:59:00.000. Lostsensor1alert (780) was found on: (B)(6) 2025 12:20:00.000, (B)(6) 2025 06:30:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 12:42:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6) 2025 01:04:38.000, (B)(6) 2025 04:19:35.000, (B)(6) 2025 07:30:48.000, (B)(6) 2025 08:25:44.000, (B)(6) 2025 11:40:04.000, (B)(6) 2025 11:50:00.000. Power loss alarm was found on: (B)(6) 2025 08:26:20.000, (B)(6) 2025 08:26:28.000, (B)(6) 2025 11:54:15.000, (B)(6) 2025 11:54:22.000. Pump error 23 alarm was found on: (B)(6) 2025 08:26:06.000, (B)(6) 2025 11:50:24.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 01:02:37.000, (B)(6) 2025 01:02:50.000, (B)(6) 2025 01:03:03.000, (B)(6) 2025 01:03:19.000, (B)(6) 2025 01:03:37.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm and power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump loses power. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 15:10:01.000 during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to pump error 38 alarm during the rewind test. Pump error 130 alarm was found on: (B)(6) 2025 00:49:50.000, (B)(6) 2025 00:59:00.000, (B)(6) 2025 11:39:34.000. Pump error 43 alarm was found on: (B)(6) 2025 01:02:22.000 (B)(6) 2025 03:56:47.000, (B)(6) 2025 03:57:14.000, (B)(6) 2025 03:58:20.000, (B)(6) 2025 04:00:02.000, (B)(6) 2025 04:08:08.000, (B)(6) 2025 04:15:14.000, (B)(6) 2025 04:18:28.000, (B)(6) 2025 04:32:29.000, (B)(6) 2025 08:03:41.000, (B)(6) 2025 08:15:44.000, (B)(6) 2025 08:25:00.000, (B)(6) 2025 11:38:25.000. Pump error 38 alarm was found on: (B)(6) 2025 07:23:57.000, (B)(6) 2025 07:24:24.000, (B)(6) 2025 07:24:54.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Force sensor zero offset within specification (24.33mv). A test motor was used and continued on rewind test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. In conclusion, pump error 130 alarm, pump error 43 alarm and a constant pump error 38 alarm during the rewind test were confirmed due to a corroded motor home switch. The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to perform the required testing due to a constant pump error 38 alarm during the rewind test. Pump error 130 alarm, pump error 43 alarm and a constant pump error 38 alarm during the rewind test were confirmed due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.